Event description:
New information received that pacing inhibition episode triggered upon the over sensed.

Manufacturer narrative:
Further investigation was requested but not yet received.

Event description:
It was reported that the patient right ventricle (rv) exhibited lead noise over sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.